Manufacturer narrative:
Isi received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage of the conductor wires insulation. The insulation was lifted and no pieces appeared to be missing. The conductor wire was exposed; however, the wires did not exhibit any signs of wear or breakage. No thermal damage was observed. An electrical continuity test was performed and the instrument passed. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. The root cause is attributed to a component failure. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.069 0.207 in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. A review of the log for the instrument (part# 471205-17/n10201130 0133) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk1786 . The instrument had 11 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument was found to have conductor wire damage with the conductor wire exposed. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a broken cable and a damaged sheath. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021 and obtained the following additional information: the procedure was completed with a backup instrument. Patient information, medical history, and relevant tests were not available.